Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist that 4 months after the dental implant was installed in the patient's mouth it was verified its loss of osseointegration. The implant was carried out immediately.